Manufacturer narrative:
As reported, while the user tried to advance the 5f mynx control vascular closure device (vcd) through the sheath, the outer sleeve of the sealant hit the sheath hemostasis valve, making it difficult to fully insert the device. Additionally, the sealant was unusually exposed in front of the outer sleeve. Manual compression was performed for less than 30 minutes. There was no reported patient injury. The device was being used in a diagnostic peripheral procedure using a retrograde approach. The device was stored and prepared according to the instructions for use (IFU), and was removed from the packaging as per the IFU. The femoral artery suitability was verified on angiography including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity; there was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. There was no visible bent damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position; however, it was exposed due to a kinked condition observed on the sealant sleeves. The syringe used during the procedure was returned attached to the unit; however, the procedural sheath was not returned with the device. Per functional analysis, the device was introduced and withdrawn from a corresponding 5f catheter sheath introducer (csi) lab sample. This evaluation was performed without perceiving any friction or resistance that could impede the physician from following the procedure. A microscopic analysis was performed to evaluate the condition of the sealant sleeves. During this analysis, it was observed that the sealant sleeves were kinked, and the sealant was partially protruded, resulting in the premature exposure of the sealant. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdrawal test using the lab sample csi. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the kinked sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the impedance experienced by the customer, or the exposed sealant / damaged sealant sleeves noted during visual analysis. However, procedural/handling factors (although the customer reported that excess force was not applied during insertion) and/or the condition of the procedural sheath (which was not returned for analysis) are likely since the device could be inserted/withdrawn into the lab sample csi with no resistance felt during functional analysis. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure and noted condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while the user tried to advance the 5f mynx control vascular closure device (vcd) through the sheath, the outer sleeve of the sealant hit the sheath hemostasis valve, making it difficult to fully insert the device. Additionally, the sealant was unusually exposed in front of the outer sleeve. Manual compression was performed for less than 30 minutes. There was no reported patient injury. The device was being used in a diagnostic peripheral procedure using a retrograde approach. The device was stored and prepared according to the instructions for use (IFU), and was removed from the packaging as per the IFU. The femoral artery suitability was verified on angiography including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity; there was no presence of pvd/calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. There was no visible bent damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device will be returned for analysis.